Manufacturer narrative:
Submit date: 5/13/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. Customer reports: the pump is not delivering any feed. No patient involvement or harm.

Manufacturer narrative:
An investigation of kangaroo epump was performed for the reported condition of; over/under delivers ¿ not delivering feed. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to damage on the unit¿s flex circuit located on the pcb board; the pcb board was replaced. The unit was then fully tested; unit passed all testing. Kangaroo epump was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(4).